Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively established through this evaluation. No autopsy was performed and heartmate 3 lvas, serial number (B)(6), was not explanted for evaluation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) (revision a) is currently available. Section 1 of the IFU, ¿introduction¿, lists the adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's left ventricular assist device (lvad) alarmed with a low flow. The patient was unresponsive. They were in sinus rhythm, then sinus bradycardia, then atrioventricular (av) paced on monitor. The patient's mean arterial pressure (map) was 40, then 20 within minutes. The rapid response team (rrt) nurse, certified surgical technologist (cst), and charge nurse were at the bedside. The hospitalist arrived shortly after and the patient was pronounced dead. The patient passed away due to decompensated heart failure and aspiration pneumonia. The death was not considered to be device related and the device operated as expected. The device was not explanted and an autopsy was not performed.